Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled upgrade procedure. Prior to the procedure an interrogation was performed, and it was discovered that the atrial lead exhibited intermittent capture and low sensing. A fluoroscopy was performed, it was noted that there appeared to be a point of disjointed movement just proximal to the lead. The lead was still hooked up towards the appendage and moving with cardiac motion. The physician attempted to insert a stylet into the lead, but it would not fully advance. The unusual movement and the inability to fully insert the stylet led the physician to suspect fracture. The lead was explanted and replaced without issue. The remainder of the procedure progressed without issue. The patient was in stable condition post-procedure.